Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was admitted to the hospital for a cardiac issue. It was noted that the patient had heart bypass surgery last year. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. There have been no reports of further complications regarding this event.